Manufacturer narrative:
In the past two years, we manufactured 1593 pieces and distributed 1483 pieces of the ear rim implants. Of the 1483 pieces distributed, the complaint percentage rate for the past two yrs is .0026. We have had three other incidences concerning exposed ear rim implants. The MDR reporting #'s are 1057129-2006-0014, 1057129-2007-0001 and 1057129-2007-0008. A copy of the current instructions for use is enclosed.

Event description:
The dr placed two medpor ear implants (ear rim and base) in 2006. The medpor ear rim implant became exposed by the first mo. The dr repaired the exposed area of the implant but in 2007, the dr stated, that she removed the ear rim implant. The dr stated, that she did not use the correct technique and that the pt did not follow the post-op instructions. The dr stated, that with the help of another surgeon familiar with the technique, she would replace the ear rim implant at another date. The pt is doing well at this time.